Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced two events of crimped cannula on (B)(6) 2025. The site of insertion was abdomen. Patient noticed symptoms within three or more hours of insertion. The infusion set was in use for 24 hours. High blood glucose was addressed by correction injection via multiple daily injection. No further information available.